Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead revision was performed with this right ventricular (rv) lead with reason unknown. This lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that this rv lead threshold had risen, and physician decided to reposition the same lead.

Event description:
It was reported that lead revision was performed with this right ventricular (rv) lead with reason unknown. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.